Event description:
The customer called for help with her meter. While troubleshooting, she performed control tests and received a result of 373 mg/dl. The normal control range was not provided, but it should have been around 95-136 mg/dl. The customer did not allege any adverse events. The test strips and meter are to be returned for evaluation, and replacement products will be sent.

Manufacturer narrative:
This complaint was initially missed by customer service, so it will be submitted past the 30 day window.